Event description:
Percutaneous endoscopic gastrostomy tube guide wire tip was coiled from kit; the doctor trimmed the edge of the guide wire to pass through the introducer catheter. Guide wire was then grasped with the snare after passing through the scope. The guide wire, scope and snare were then drawn from the patient. The doctor passed a 20 french percutaneous gastrostomy tube over the wire uneventfully. When he went to deploy, the percutaneous gastrostomy tube wire became uncoiled and continued to uncoil. The doctor stated that he did feel that the wire did break. We then reinserted the scope and there was some residual wire left. This residual wire was removed utilizing biopsy forceps. He then reinserted the scope and found a little bit of residual wire left which he stated he removed. He then subsequently observed the rest of the stomach and no residual wire was noted. The doctor followed up with a scan of the abdomen (kub) confirming a complete removal of all foreign bodies.======================manufacturer response for endovive safety peg kit, percutaneous endoscopic gastrostomy kit (per site reporter).======================what was the original intended procedure?peg tube placement.